Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test including prime/a33, displacement, rewind, basic occlusion and excessive no delivery alarm tests due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump was monitored. No constant beeping or watch dog alarm noted.

Event description:
Customer reported via phone call that their insulin pump had a beeping anomaly. The blood glucose reading is 55 mg/dl.